Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 would close but would not fire. A second stapler was opened to complete the case. There was no consequence to the patient.